Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate readings on their one touch ultralink meter. The patient obtained the following readings on (B)(6) 2011 at around 12:37 pm, 177 mg/dl, 485 mg/dl, 73 mg/dl and 43 mg/dl. Readings were taken less than 20 minutes from one another. The patient took their usual dosage of diabetes medication. Immediately after testing the patient developed glassy eyes and then tested on another device and obtained a result of 64 mg/dl. The patient immediately self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury. The patient's result of 43 mg/dl and 64 mg/dl on the other device correlated with the self-treatment of food/drink. The complaint is being reported since the readings are greater than 20 mg/dl or 20 %.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.